Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced charging difficulties due to the ipg flipping inside the pocket. Over time the ipg became inoperable due to ineffective charging. The patient's ipg was replaced with a new one restoring therapy.